Manufacturer narrative:
On (B)(6) 2015, an immucor field service engineer (fse) visited the customer site and made a small adjustment to the camera z axis autocal value to better focus the well image. After this adjustment, the original blood sample was repeated for antibody screen, and this time yielded the expected positive outcomes.

Event description:
On (B)(6) 2015, an immucor employee visiting the customer site reported an unexpected negative antibody screen when testing on a galileo echo.